Manufacturer narrative:
Onsite investigation was preformed and the field representative was unable to replicate the reported event as the system functioned as intended and without issue. No parts were returned or replaced and no further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that while testing the imaging system; it rebooted itself when opening or closing the gantry. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.